Manufacturer narrative:
Device was not implanted. Device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio seal failed while trying to launch/ did not deploy. It was reported that manual pressure was held for 45 minutes. It was reported that the patient didn't have a hematoma.

Manufacturer narrative:
One used 6fr angioseal vip device was received for product evaluation. Returned with the device was the header bag with the noted "angioseal failed". The returned device was removed from the header bag and examined. Approximately 1.375" of the distal portion of the hemostatic sheath appeared severed from the main portion of the hemostatic sheath and carrier tube assembly. 1" of the distal end of the carrier tube assembly was severed from the main portion of the carrier tube assembly. These measurements were taken with a ruler. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. There was blood like substance present on the returned device. The anchor was observed still attached at the distal tip of the severed distal portion of the carrier tube assembly. Microscopy was used to examine the severed point of the hemostatic sheath and carrier tube assembly. The edges appeared inconsistent with areas of jagged edges present. There was deformation of the material indicating that regional tensile forces were present. The edge did not appear blunt or smooth as is observed when the sheath or carrier tube assembly is exposed to a sharp edge. To examine the tensioner the proximal portion of the hemostatic sheath was removed from the carrier tube assembly. Only one turn of the suture had been unraveled from the tensioner. The remaining portion of the suture could be unraveled from the tensioner with a pair of tweezers. No anomalies were noted. Based on the returned device, the complaint could be confirmed for fracture/ split crack as both the carrier tube assembly and the hemostatic sheath were severed and each returned in two pieces. The edges of the severed point were jagged and deformed indicating that regional tensile forces were present. There were no other anomalies noted with the device. No conclusion can be drawn as to the cause of the severed hemostatic sheath and carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.